Manufacturer narrative:
(B)(4). H6: eval: results and conclusions: failure to deliver the stent and damage to the stent. Previously implanted bare metal stent.

Event description:
An endeavor rapid exchange (rx) drug-eluting coronary stent delivery system length 30mm, diameter 2.75mm was used to treat a lesion in a pt. The physician failed to reach the target lesion with the device. It was reported that the stent got stuck in a more proximal bare metal stent previously implanted. The physician successfully retrieved the stent, but on removal it was noticed that it had been damaged. The stent delivery system was not returned to medtronic for eval.